Event description:
Plate and screws were implanted in 2003 for a supracondylar fracture of the right femur. Post-operatively, x-ray showed the heads of the 2 most distal screws had broken off requiring revision surgery. All hardware was removed on an unknown date.